Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported complaint was duplicated. Based on the investigation details, the sag head was replaced along with other components.

Event description:
It was reported by a field service tech that the handpiece was chipped. This was noticed while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.